Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to the patient's scs ipg. Reportedly, the patient underwent radiation treatment but did not set the ipg to surgery mode. However, the patient stated he was able to connect and turn therapy back on the next day, but six days later he was no longer able to connect to the ipg. Troubleshooting was performed but the issue persisted. Assessment of the ipg logs indicated the ipg was in an unbondable state and no longer operable or able to deliver therapy.

Event description:
Follow up information received identified the patient's scs ipg was replaced. Stimulation therapy was restored postoperatively.